Event description:
Anesthesia delivery unit stopped ventilating patient, crna certified registered nurse anethesthetist and srna student registered nurse anesthetist had to hand ventilate until new machine could be brought into room. Crna board runner located another machine and brought into room. Patient remained hemodynamically stable and amnestic throughout the change in anesthesia machine. Ventilator thought to have failed while changing between pressure control ventilation and volume control. Biomed reviewed error codes on machine. Contacted manufacturer and determined that the inspirational proportional valve needs to be replaced. Will repair and return to service.======================health professional's impression======================adu malfunctioned